Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri approximately 3 years after implant. The physician believed the battery depleted prematurely.